Event description:
Account reported that during intralase procedure they experienced vertical gas breakthrough. Patient interface lot number is unknown.

Manufacturer narrative:
(B)(4). Evaluation: patient interface lot number is unknown. At the time of the report there is no information that patient did not experience a serious injury. Also the account has not returned the patient interface or have provided information on the surgery outcome. Therefore, a report will be submitted to the FDA. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.